Event description:
Patient has been having more frequent partial seizure events in the past month. There is a concern of depleted battery. No additional relevant information has been received to date.